Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received as received, the pulse generator was in backup vvi mode with the product code corrupted. Visual inspection noted an electrocautery mark on the can. A software download was performed, after which normal function ensued.

Event description:
It was reported that the pulse generator reached elective replacement indicator (eri) prematurely. Battery data on (B)(6) 2010 was 2.75 v, 33 ua, and less than 1 kohms with an estimated remaining longevity of 3-4 years to eri. Battery data on (B)(6) 2010 was 1.94 v, 111 ua and 3.9 kohms; the device had reached eri on (B)(6) 2010. Programming was set to 6 v in the atrium and 2 v in the ventricle with a base rate of 60 pulses per minute. The device was replaced.